Manufacturer narrative:
(B)(4) - additional information was received that indicates this event does not meet reporting criteria. This event is therefore not reportable.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture broke when the surgeon set up the adapter plug. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05553 and 2210968-2013-05554. The same patient is represented in each medwatch.